Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was instructed to call back if any malfunction codes recur and acknowledged understanding. No further action was needed.